Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. There were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. (B)(4).

Event description:
It was reported that during implant of the lead, the physician was unable to position it in the target location due to high thresholds and diaphragmatic stimulation. The lead was replaced. No further patient complications have been reported as a result of this event.